Manufacturer narrative:
Unit passed the self test and displacement test. No pump error 53 alarms noted during testing. Pump¿s history and trace files downloaded successfully using thump software. However, pump error 53(line number 5707 file number 632) alarms confirmed in the pump history files on (B)(6) 2024 at 03:15:47.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Alleged pump error 53(line number 5707 file number 632) alarms confirmed in the pump history files due to a possible software anomaly as per global logic analysis esf#(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced pump error 53. Customer received, a software error detected. The customer reported, no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed. And found that customer reported receiving a pump error. Customer was able to clear the error and complete rewind. Conducted fill cannula delivery test but delivery was not recorded in daily history. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1812 was requested and customer response was the device will be returned.